Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5 cm diameter abdominal aortic aneurysm. There were no complications at the implant procedure. It was reported that the patient was diagnosed with angina post operatively. The physician felt that the stent graft was not the cause of the event. They are running tests to help the patient make a full recovery. The patient will be monitored. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results, conclusions: inherent risk of procedure (cardiac complication).